Manufacturer narrative:
"This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may be the result of glenoid loosening and prosthesis wear over the course of 9.5 years of implantation. However, the glenoid loosening cannot be confirmed and the underlying reason and/or any contributing factors to the event cannot be confirmed as the devices were not returned for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Event description:
It was reported that a 74 yo female patient, initial left shoulder implanted in (B)(6) 2015, underwent a revision procedure in (B)(6) 2024, approximately 9 years 4 months post the initial procedure. The patient complained about some mild pain in their shoulder. The surgeon obtained a CT which confirmed remodelling of the glenoid with the component migrating medially and superiorly. The first stage revision was completed with the stem left insitu. A replicator plate and antibacterial spacer were used to combat any potential infection. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. X-rays were not available. The explanted devices are not available for return, they were sent to rph for study. Device images were provided. No further information.

Manufacturer narrative:
D10: concomitants: 300-01-11 humeral stem, 11mm (B)(6). 320-02-38 expanded glenosphere, 38mm, +4mm (B)(6). 320-10-00 humeral adapter tray, +0 (B)(6). 320-15-01 glenoid plate (B)(6). 320-15-05 glenosphere locking screw (B)(6). 320-20-00 torque defining screw kit (B)(6). 320-20-18 compression screw, 4.5 x 18mm, white (B)(6). 320-20-18 compression screw, 4.5 x 18mm, white (B)(6). 320-20-22 compression screw, 4.5 x 22mm, black (B)(6). 320-20-26 compression screw, 4.5 x 26mm, orange (B)(6). 320-20-46 compression screw, 4.5 x 46mm, purple (B)(6). 320-38-00 humeral liner, 38mm, +0 (B)(6).